Event description:
The field service representative (fsr) reported that during field service installation of the device, there was no display on roller pump. There was no patient involvement.

Manufacturer narrative:
Per the fsr, there will be no part returned at this time. The customer is negotiating with the company they purchased the roller pump from to have the unit replaced.